Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. The patient experienced weakness and shaking, and the cgm reading was 138 mg/dl and there was no bg taken at that time. The patient´s daughter took the patient to the hospital . At the hospital took a bg reading which was 66 mg/dl and the cgm reading was 114 mg/dl. No ambulance was called. At the hospital they performed some test to determine if the patient had a stroke but it was negative. There was no information about the treatment administered at the hospital. The patient was admitted to the hospital from the (B)(6) 2024 and was discharged on (B)(6) 2024. At the time of the report the patient was fine. No data was provided for evaluation. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. . No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia.